Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09061.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09061.it was reported that patient¿s leads had eroded though skin causing pain and discomfort. In turn, physician cut and clipped the leads. Surgery was scheduled to have the leads explanted however, it was postponed. Surgical intervention may be pending to address the issue.